Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation for distal tivia on (B)(6) 2013, the doctor inserted both a 3.5 cortical screw and 4.0 cancellous screw without cutting a thread with a tap. The screws broke as a result. No impact to the patient was reported. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.